Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pj9700, and no non-conformance's were identified. Investigation summary: it was reported performance pull off - suture needle. A picture was received for analysis. Upon visual inspection of the picture, the following was observed: an opened foil, a paper lid, a winding former with a detached needle of product code vcp422, lot # pj9700, the assignable cause how this happened could not be determined, and no conclusion could be reached as the sample was not returned for analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.